Manufacturer narrative:
Other applicable components are: product ID: 37092, serial# unknown, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the placement of their implantable neurostimulator (ins) was right in the middle of their back and they couldn¿t reach back there. The patient stated that they were robust and had very little use of their right arm, so they would have to find someone to help them get it going. The patient mentioned that someone would always put it back there and now they didn¿t have assistance reaching that area with their programmer. It was noted that the issue started on (B)(6) 2017. Additional information was received from the patient on 2017-jul-26. It was reported that the circumstances that led to the issue of the ins being placed in the middle of their back was that they had to get their previous device replaced. The patient stated that they weren¿t sure what steps to take to resolve the issue, as they had already reached out to a manufacturer representative in their area. It was noted that the patient¿s current device was covering a bigger distance and helping better with pain, but they were unable to reach it. The patient thought that the design of their new programmer and antenna was much different than the last one, as the other one was easier to use. The patient wanted it replaced or ¿redone¿ for another model that didn¿t require a long wire to plug into the programmer. No further complications were reported or anticipated. Indication for use is spinal pain.